Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the ins had been off since (B)(6) 2017 and had gone from fully charged to half. The patient was charging their ins in the office. Recharge stats were obtained and battery voltage went from 3.905 to 3.81 and that did not seem alarming. Based on rounding and only seeing quartiles displayed, it could appear that the battery drained more than it actually did. The caller was advised to charge the patient up to full and to turn the therapy on and monitor. Impedances were checked and were all normal approximately 1000 range, but 6 & 7 were >10k. Those were not used in programming. The representative also mentioned that the patient told her that she had a previous overdischarge 2-3 year ago, right after implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep met with the patient on the day of the report and the patient claimed that she could not charge to full. The physician programmer info showed that the patient charged to 100% full on (B)(6) in 1.4 hours; the ins was also charged to 75% in 0.6 hours on (B)(6). The recharger data backup the physician programmer info. Technical services told the rep that since it was verified that the patient was able to charge to full in oct and now in dec and the patient was still able to charge fully that the ins was charging normally. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that patient thinks they last charged their stimulator battery around two years ago. The patient stated that they lost stimulation and presents unable to charge their device. The patient reported that they had many unrelated health issued that contributed to them not charging their battery as other health issues were more important at that time. A trickle charge was completed. After the trickle charge was completed and the battery was charged the battery was interrogated. Impedances were noted as high on electrodes 6 and 7. These electrodes were not active in the electrodes programmed settings. The device was turned on momentarily and it was noted to provide excellent stimulation coverage of their back and bilateral legs. The issue is resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the impedance issue was not determined. The rep reported that no action was needed as those electrodes weren't active. The rep reported that the patient was getting excellent stimulation coverage. No further complications were reported.